Manufacturer narrative:
(B)(4).

Event description:
During a routine preventative maintenance check, the facility's biomed department reported that the unit was found to have high output on coag 6. All other settings were fine. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.